Event description:
It was reported that this right atrial (ra) lead exhibited dislodgment and inadequate stimulation. The ra lead was explanted and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.